Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("nickel allergy, poor tolerance") in a (B)(6) female patient who had essure (batch no. 700547) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy, polyp, habitual abortion (spontaneous) (two), migraine, fibromyalgia, appendectomy, hypertension arterial and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines got more intense") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, migraine and myalgia outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter provided no causality assessment for migraine and myalgia with essure. The reporter commented: essure removal was performed for medical reasons: because of poor tolerance/nickel allergy. No further information is expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 352 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received by a pharmacist and also via regulatory authority (B)(6) (reference number: (B)(4)) on 06-dec-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("nickel allergy, poor tolerance") in a (B)(6) female patient who had essure (batch no. 700547) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysteroscopy, polyp, habitual abortion (spontaneous) (two), migraine, fibromyalgia, appendectomy, hypertension arterial and hypercholesterolemia. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), migraine ("migraines got more intense") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, migraine and myalgia outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter provided no causality assessment for migraine and myalgia with essure. The reporter commented: essure removal was performed for medical reasons: because of poor tolerance/nickel allergy. No further information is expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-dec-2017 for the following meddra pt: allergy to metals: the analysis revealed 347 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.